Manufacturer narrative:
Per the clinic, the patient was also hospitalized (date and duration not reported). Device analysis report attached.

Manufacturer narrative:
This report is submitted on july 03, 2024.

Event description:
Per the clinic, the patient experienced a wound dehiscence. Subsequently, the patient developed an infection at the implant site and exposing the receiver/stimulator. The patient was treated with IV antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.